Event description:
Ous MDR - it was reported that after nearly 5 years of implantation, during a follow-up the measurements of the associated atrial lead impedance were > 3200 ohms in both uni and bipolar settings. Atrial capture was obtained at 3.6v @ 1.5ms in bipolar and 3.5v @ 1.5ms in unipolar. Several mode switches were stored due to noise on atrial lead. No adverse patient side effects were reported. The implant date was not provided for any of the devices.

Manufacturer narrative:
Feb. 01, 2016 - there was no complaint against this rv lead, this file was opened in error.